Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine cause of the event.

Event description:
It was reported that at an unk date, the patient underwent surgery with bilateral posterior instrumentation at l2-4 and alif l3-4. There was previous fusion at l4-5. It was reported that x-rays taken in 2007 revealed a bilateral rod failure at l2-3. The patient is asymptomatic. No revision surgery has taken place at this time. No patient complications have been reported.